Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) stated no immediate issues were observed. However, inspected the rear panel and discovered that the nut securing the hard stop had come loose and fallen off. The fse repaired the issue of the device and tested the functionality. The customer then verified proper functionality through the inventory application, and no further problems were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.2 was failed to close and required maintenance. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.